Manufacturer narrative:
The doctor has removed the lens after making sure that the torn haptic affects the stability of lens in sulcus. The doctor will re-evaluate in a month after removal. Work order search: work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The lens was removed on (B)(6) 2017. The reporter stated that the doctor is expected to re-assess the pre-op refraction and measurements. This was scheduled to happen in (B)(6) but maybe patient did not come back yet. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -9.5/+3.0/175 diopter, in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had rotated (not associated with low vaulting), there was loss of best-corrected visual acuity and the surgeon noted a refractive surprise. The lens was also noted to have torn during insertion. The lens was repositioned on (B)(6) 2017 but had rotated again, with loss of best-corrected visual acuity after repositioning intervention. The lens remains implanted and the patient's post-op best-corrected visual acuity was 20/60. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.